Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the manufacturer. The device was returned to olympus for evaluation and the customer's allegation of housing broke was confirmed due to a damaged coupler. Additionally, other evaluation findings include the following: damaged connector seal. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage". The most probable cause of the complaint was due to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the high definition autoclavable camera head housing broke. There were no reports of patient harm.

Event description:
The customer reported to olympus, the high definition autoclavable camera head housing broke. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.